Event description:
It was reported that the pt underwent an acdf using demineralized bone matrix in 2008. Several days post-op, the pt developed an inflammatory response around the surgery site. A second surgery was performed to remove the graft. A swab of the site was negative.

Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device for films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the report event.